Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone and unknown operating system version. The customer received a "replace sensor" message and therefore was unable to obtain readings. As a result, the customer experienced a loss of consciousness, however, it was indicated that they self-treated by "eating breakfast." No further details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with an unknown phone, os unknown and app version unknown. The customer received a "replace sensor" message and therefore was unable to obtain readings. As a result, the customer experienced a loss of consciousness, however, it was indicated that they self-treated by "eating breakfast." No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported replace sensor error message appears on app screen. Attempted to replicate the customer's complaint using similar configurations google pixel 6 with android 14 for app version 2.10.1.10406 and iphone 11 pro with ios 17.2.1 for app version 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.